Event description:
Baxter (B)(4) received a report that an infusor leaked and was contained within the overpouch. The device was filled with 4800mg fluorouracil in 0.9% sodium chloride. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing excess of fluid in the overpouch. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. After the cap was securely tightened, the leakage completely stopped. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: a batch review has been conducted which revealed product met all of the acceptance criteria for release.